Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope had image blackout issue. The issue occurred during inspection before use of therapeutic unspecified procedure and was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed, no image issue could not be determined. However, the issue was likely, the result of a faulty charged coupled device (ccd) unit. The cable solder at the tip of the imaging unit came off, as a result of an impact to the distal tip and or damage to the video connector terminal. The event may be detected/prevented, by following the instructions for use, section below: chapter 3: preparation and inspection: section 8; inspection of functions combined with related devices. Olympus will continue to monitor field performance for this device.